Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted- two into the lad and one into the 1st rpl. Approx. 8 months post index procedure, the patient suffered an ischemic stroke. The patient was treated with thrombectomy. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated ischemic stroke with thrombectomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is (B)(6) 2019. Patient was also treated with percutaneous angioplasty of left carotid artery. Patient recovered with sequelae. If information is provided in the future, a supplemental report will be issued.